Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: surgeon reported: during a procedure the tip of synfix implant inserter broke off in the implant during impaction. Tip was then recovered and removed from implant. No inserter pieces were left in the patient. No delay in surgery occurred. No harm to patient occurred. No issues with patient post op. A quantity of three implant inserters were reported with this event. This is 1 of 3 reports for complaint (B)(4).

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found. The visual inspection of the returned device by the complaint handling unit revealed a broken tip as complaint. The investigation has shown that the tip of the implant holder is indeed broken off (broken part could be retrieved though). According to the information on the received documents the customer was informed prior to the surgery about the ongoing field safety notice, stating that there is a potential for un-retrieved device fragments to be left in the synfix-lr implant if the implant holder breaks during the surgery. The broken surface is homogenous which indicates material conformity as well. The manufacturing records were reviewed and no complaint related issues were found.

Event description:
This is report 1 of 1 for complaint (B)(4).